Event description:
Surgeon inserted uterine manipulator; at the end of the procedure, the manipulator's inflation balloon would not deflate. The surgeon cut off the balloon at the attachment point, but it would not deflate. Finally, the surgeon was able to puncture the balloon with a needle. It was deflated and removed from the patient.

Event description:
Surgeon inserted uterine manipulator; at the end of the procedure, the manipulator's inflation balloon would not deflate. The surgeon cut off the balloon at the attachment point, but it would not deflate. Finally, the surgeon was able to puncture the balloon with a needle. It was deflated and removed from the patient.